Event description:
It was reported that ventilator generated technical error code indicating power error. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6).